Manufacturer narrative:
The cac adapter was not returned for evaluation. The reported event could not be confirmed through log files as the device failure could only be confirmed through functional testing. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance. The reported event could not confirmed as the device was not returned for analysis. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. Proper connection is verified when the ac/dc indicator on the controller turns green and the corresponding battery indicator turns off. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the controller ac adapter was not illuminating green or providing a connection when plugged in. The adapter was replaced without consequence to the patient. No further information was provided.